Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Product code reported as 214235006. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
510k: this report is for an unknown 2.7mm cortex screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Due to the intra-operative events, the device was not successfully implanted. As such, implant/explant dates are not applicable. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent foot surgery on (B)(6) 2018. The surgeon over drilled and drove through both cortex's of bone acre using an unknown 2.7mm drill bit and the unknown 2.7mm cortical screw would not grip/purchase into the bone. Unknown cables were used to fix instead of screw to reduce fracture. It is unknown if there was surgical delay. Procedure outcome is unknown. There is no patient consequence reported. Concomitant device reported: 2.7mm drill bit (part # unknown, lot # unknown, quantity 1). This report is for one (1) unknown 2.7mm cortex screw. This is report 1 of 1 for complaint (B)(4).